Event description:
It was reported that on the 8mm monopolar curved scissors instrument, there were multiple tip errors after numerous attempts with different scissor tips. The tech and surgeon tried. There was no report of patient involvement or no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed there were no fragments that fell anywhere as it wasn't inside the patient. They could not get the tips to work correctly, removed and opened new scissor.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm monopolar curved scissors instrument associated with the customer-reported complaint. The instrument was analyzed and was installed on an in-house system and failed the recognition test. Installed an in-house mcs tip on the instrument and was placed on an in-house system. The in-house system generated an err message "remove instrument and re-install mcs tip". The instrument failed to recognize the installed in-house mcs tip. The mcs tip was replaced, re-installed and still had the same error message in multiple attempts (3 different in-house mcs tips). Additional observation(s) not related to the customer reported complaint: the instrument was found to have a scratch marks/abrasion on tube adapter at the distal end. There were no broken pieces. Initial fa was confirmed, the instrument exhibits a tip accessory detection failure. An in-house mcs tip accessory was installed onto the instrument and the instrument was unable to pass the tip detection when installed on the system. Several attempts were made and the instrument consistently failed the tip detection routine, a result that matched the observation in initial fa. The instrument's housing was removed and there were no obvious issues. The pivot clamp which holds the grip rod was inspected and no issues were observed. The mechanism was able to smoothly actuate when manually manipulated, and the clamp screws appeared to be properly torqued. The instrument's grip rod was adjusted to determine if the instrument could pass the test, and after advancing the grip rod distally by approximately 0.36mm the instrument was able to repeatedly pass the tip detection routine. While the instrument does appear to exhibit abrasion on the tube adapter, the tube adapter is still able to hold an mcs accessory. The instrument was able to move intuitively, and the grips were observed to be able to fully open and close when the instrument was moved in all directions.